Event description:
A malfunction alarm was reported, identified by the code malf 9, and it was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurrence of the malfunction.